Manufacturer narrative:
The solia s 45 was returned, the solia s 53 was not available for analysis. The solia s 45 was subjected to an extensive analysis. Prior to the analysis, the quality documents accompanying the manufacturing process for both devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. In the course of the analysis of the solia s 45, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was repositioned due to dislodgement and remains implanted. Should additional information be received, this file will be updated.